Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the stent failed to deploy, there was difficulty removing the device, a shaft break occurred and device fragments were potentially left inside of the patient. Access was obtained via the left femoral artery. The target lesion being treated was located in the totally occluded superficial femoral artery (sfa). A 6x201x130 innova stent delivery system was advanced contralaterally to the sfa. There were stents in both iliac arteries that had been deployed some time prior to this procedure and there was difficulty advancing the innova device through these stents. Deployment of the innova stent was initiated however the physician experienced some resistance and after approximately 3cm the stent deployment failed. The innova device was attempted to be removed, however there was strong resistance and the shaft broke. The proximal part of the shaft was retrieved. A snare was advanced to retrieve the remaining detached portions. It could not be confirmed that all parts of the innova device were retrieved. The procedure was completed with bypass from the iliac artery to the popliteal artery with good results. No further patient complications were reported and the patient's status was stable.